Manufacturer narrative:
The device was returned for analysis. The reported deformation due to compressive stress and material separation were confirmed. The reported failure to advance and difficulty to remove could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the xience pros everolimus eluting coronary stent system instruction for use (IFU) states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. In this case, it is unknown if the instruction for use (IFU) deviation related to force caused/contributed to the reported difficulties. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with calcification. The 3.0x38mm xience pros stent delivery system (sds) had resistance with the anatomy during advancement. The proximal portion of the delivery catheter was noted to be kinked and a little force was applied during removal due to resistance with the calcification. The device was simply removed by pulling. The catheter broke into two pieces where it was originally kinked (at about 15mm away from the indeflator) when it was already outside the anatomy. Another stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - excessive force. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.